Manufacturer narrative:
Blank fields on this form indicate the information is unknown, unavailable, or unchanged. Event summary during a iliac angioplasty procedure, an advance 35 lp low profile balloon catheter ruptured. According to the initial reporter, the balloon burst at the lesion site before reaching 10atms. The procedure was successfully completed with another balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Investigation ¿ evaluation reviews of the complaint history, device history record, documentation, drawing, instructions for use (IFU), manufacturer¿s instructions, quality control procedures, specifications, and a visual inspection and functional test of the returned device were conducted during the investigation. One used pta5-35-80-9-4.0 was returned to cook for investigation. Biomatter was present on the device. The balloon was submerged in water and air was pushed into the balloon. A pinhole rupture was found in the balloon at approximately 3.2cm from distal tip. Additionally, a document-based investigation evaluation was performed. A review of the device history record did reveal nonconformance. However, cook concluded that the recorded non-conformances are not related to this incident as the non-conforming products were dispositioned as scrap. A review of complaint history showed no lot-related complaints. Furthermore, reviews of the manufacturer¿s instructions, drawing, specifications, and quality control procedures were conducted, and no gaps were discovered. The information available provides evidence to support that the device was manufactured to specification and that no nonconforming product exists in house or in the field. An IFU is provided with this device, which states, ¿do not exceed rated burst pressure. Rupture of balloon may occur. Adhere to balloon inflation pressure parameters in the compliance card insert. Over-inflation may cause rupture of the balloon, which result in damage to the vessel wall. Use of a pressure gauge is recommended to monitor inflation pressures," and, ¿if resistance is met while advancing the balloon dilatation catheter, determine the cause and proceed with caution." Based on the information provided and the examination of the returned product, investigation has concluded that a root cause for this event could not be established. We will continue our monitoring of similar complaints and have notified the appropriate personnel of this event. Per the quality engineering risk assessment no further action is required. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported, during a iliac angioplasty procedure, the advance 35 lp low profile balloon catheter ruptured. According to the initial reporter, the balloon burst at the lesion site before reaching 10 atms. The procedure was successfully completed with another balloon. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details, patient anatomy and outcome has been requested, but is not available at this time.